Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges leaked from the patient line and the canister. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Customer's blood glucose level was 220 mg/dl. Reportedly, customer loaded a new cartridge successfully to address the issue and resume insulin therapy on the pump.